Manufacturer narrative:
The malfunction was confirmed.

Event description:
On (B)(6) 2019, the sensor experienced an early sensor retirement and thereby requiring early removal of the inserted device.